Event description:
It was reported that during an abdominal celiac angiogram and subsequent renal stenting procedure, a stent dislodgement occurred. The targeted lesion was in the celiac artery; the segment of vessel and lesion characteristics is unk. The 6.0mm x 18mm express stent delivery system was advanced via another MFR's 6f sheath. It was reported that the stent dislodged from the delivery device prior to deployment, noting that "the balloon had not been inflated". Next, the physician performed a cutdown procedure and the stent was retrieved intact. The pt's condition was reported as "pt is doing good".